Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during the procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: during the middle of a case, a nurse was entering patient information into the system via keyboard. Upon hearing ¿goodbye¿ from the unit, she looked up to see that the system was powering down. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be an issue with coros, or the sdc3 software application; possibly due to the action of updating patient information while in the middle of a case.

Event description:
It was reported that there was loss of image during the procedure.